Event description:
It was initially reported by the physician that she was having handheld troubles. Company representative went to the site to troubleshoot on the system. He noticed that the problem was with the serial adapter cable that is plugged into the wand. He indicated that it was "loose." He said the device would work when he moved it one way, but moving it another way would make it not work. New handheld was shipped to the site and the old handheld was returned to manufacturer, and is currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.